Manufacturer narrative:
Product analysis #: 231993037, analysis information -- (B)(6) 2018 22:39:06 cst. Pli#: 10 product ID# 8637-40. The pump was returned, and analysis found no anomalies. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacture representative regarding a patient receiving unknown baclofen via an implanted pump. It was reported the patient's pump had eroded through the patient's skin. The pump was replaced in (B)(6) of 2018.